Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and a cystocele and rectocele repair, pt experienced urethral erosion and vaginal infections. The infections were accompanied by vaginal discharge and odor, vaginal pain and bleeding, granulation of vaginal tissue, depression, and low grade fever. The patient reported the sling was removed, part in 1999 and part in 2001. In 2001, pt had a marshall-marchetti-kranz procedure. The patient reported they are incontinent. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.